Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-june-2024 / serial or#: (B)(6) d9: no h3: no h4: mfg date: 28-june-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-may-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 24-may-2023 h5: no d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-may-2022 / serial #: (B)(6) d9: no h3: no h4: mfg date: 18-may-2021 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pioneer batteries were involved in multiple events where the ventricular assist device (vad) experienced stops and restart occurrences, the controller would go blank and restart without battery manipulation, and there were double disconnects of power sources. The batteries did not provide power. The vad exhibited low flows and several motor start events with parameters outside of the typical range. The controller exhibited unexpected losses of power. The vad and controller remain in use. The two batteries involved were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. Two (2) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned batteries revealed that the batteries passed visual inspection and functional testing. Internal visual inspection of the batteries did not reveal any anomalies. The batteries were lubricated prior to release. Log file analysis revealed an increase in power consumption and estimated flows to parameters above normal power consumption starting on (B)(6) 2025; however, no high watt alarms were logged. Log file analysis also revealed five (5) low flow alarms logged since (B)(6) 2025. Furthermore, log file analysis revealed motor start events recorded on (B)(6) 2025 at 23:02:58, (B)(6) 2025 at 18:37:32, and (B)(6) 2025 at 15:56:01, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed four (4) controller power up events with associated pump start events were logged on (B)(6) 2025 at 23:02:54, (B)(6) 2025 at 18:37:28, and (B)(6) 2025 at 15:55:53 and at 15:59:14, indicating losses of power to the controller. The controller was without power for eight (8) seconds, twenty-one (21) seconds, nine (9) seconds, and sixteen (16) seconds, respectively. A loss of power to the controller will result in a continuous audible alarm and the controller screen going blank. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Momentary disconnections involving (B)(6) and other batteries were recorded leading up to the losses of power. The associated batteries were lubricated prior to release. Log file analysis did not reveal any anomalies involving (B)(6) within the analyzed period. As a result, the reported atypical motor start parameters, low flow events, high power events, the "controller would go blank" event, the reported event involving (B)(6) and loss of power events were confirmed. The reported vad stop event could not be confirmed; however, it is likely that the losses of power were perceived as the reported vad stop event. The reported inability of (B)(6) to provide power could not be confirmed as the returned device tested within specification and the issue could not be duplicated. Based on the available information, the device may have caused or contributed to the reported low flow and high power event. Based on the risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and (B)(6) fall in scope of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: battery (B)(6) d9: yes, return date: 27-aug-2025 h3: yes battery (B)(6) d9: yes, return date: 27-aug-2025 h3: yes controller 2.0 (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.